Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for unknown screw/locking unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had initial underwent a tfn-advanced proximal femoral nailing system (tfna) on (B)(6) 2015. Post-operatively, the screw cut out. On (B)(6) 2015 patient returned for revision surgery to explant the helical blade, nail and distal locking screw. Patient was converted to a total hip replacement. There was no surgical delay. The surgery was completed successfully. The post-surgical outcome/status of the patient is unknown. Patient history shows osteoporosis. This report is 1 of 2 for (B)(4).